Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter. It was reported that the temperature was displaying high on the smartablate® generator and there was a lot of noise out of the EKG signals. Also stated that the force values were high at the beginning and all of a sudden, it was longer there. The cable was replaced without resolution. The catheter was replaced and the issue was resolved. The procedure continued. There was no patient consequence reported. The investigation was completed on 20-oct-2023. The smart touch bidirectional sf device was returned to biosense webster (bwi) for evaluation. Visual inspection and electrical test, temperature and impedance test, screening test, and cool flow pump and pressure gage test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The catheter features such magnetic, temperature and force were tested, and no issues were observed; however, during the irrigation test water leakage was observed from the handle. For this condition, a manufacturing investigation was performed, and it was determined that the water leakage is related to the manufacturing process since there was an improper seal during polyurethane (pu) application on the irrigation tube. An awareness training was performed to the manufacturing associates to reduce this kind of failure. A manufacturing record evaluation was performed and no internal actions related to the complaint was found during the review. The water leakage found during product investigation could be related to the electrical/force issue reported by the customer. It should be noted that product failure is multifactorial. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. An internal corrective action has been opened to reduce this failure mode. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the physician did not have any intact ECG signal available to monitor the patient¿s heart rhythm. Initially it was reported that the temperature was displaying high on the smartablate® generator and there was a lot of noise out of the EKG signals. Also stated that the force values were high at the beginning and all of a sudden, it was longer there. The cable was replaced without resolution. The catheter was replaced and the issue was resolved. The procedure continued. There was no patient consequence reported. The temperature issue was assessed as non MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The noise issue was assessed as non MDR reportable. The risk to the patient was low. The force issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. Additional information was received on 30-aug-2023. The temperature cut-off values exceeded; however, the system stopped the ablation when any of the cut-off values were exceeded. The system turned off immediately when the temperature value went above cut-off. The generator was set to power control mode. The noise was observed on all ECG¿s. The noise was observed on both the recording system and the carto 3 system. The physician did not have any intact ECG signal available to monitor the patient¿s heart rhythm. The affected catheter was inside the patient¿s body during the signal interference. The additional information stating that the physician did not have any intact ECG signal available to monitor the patient¿s heart rhythm was assessed as MDR reportable. The awareness date for this reportable issue is (B)(6) 2023.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).